Manufacturer narrative:
Following product return, this event will be further updated.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with setscrew marks confirmed on all terminal pins. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there were no intermittency in the electrical conductivity. Analysis testing confirmed the lead was electrically continuous and has been archived as meeting specifications.

Event description:
Boston scientific received information that approximately one month post implant, this right ventricular lead started exhibiting, high out of range shock impedance values. Reportedly, during implant no issues were observed; however, the values had been consistently high, since the initial out of range date. During surgical intervention, the lead was successfully explanted and replaced with another boston scientific lead. No indication from the field representative that the product exhibited a manufacturing deficiency that would have caused or contributed to the reported anomaly. The explanted lead is intended to be returned for a post market evaluation and no adverse patient effects were reported.